Event description:
It was reported that this pacemaker previously showed two years remaining longevity. During the recent device check, the device showed elective replacement time (ert). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker previously showed two years remaining longevity. During the recent device check, the device showed elective replacement time (ert). The device was explanted. No additional adverse patient effects were reported.